Event description:
It was reported that stent dislodgement occurred. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the stent was dislodged. The patient was stable during the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgement occurred. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the stent was dislodged. The patient was stable during the procedure. It was further reported that there was no stent dislodgement. The vascular calcification caused the stent to hook onto the calcification resulting in stent deformation.